Manufacturer narrative:
The device was sent to an olympus service center for evaluation. During inspection and testing, the device presented a flickering and intermittent image due to a cable issue. Further evaluation of the device found the camera cable was twisted and damaged, and the protective cap was scratched. The control unit was discolored and showed deterioration. The endoscope mount, lock ring, and video connector plug showed corrosion. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the image on the camera head intermittently appeared as a ¿sandstorm¿. There was no report of patient harm or user injury due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that a communication failure occurred due to a cable failure and the image was no longer displayed. It is likely that the cause of the cable failure was the cable twist and the disconnection due to his scratches. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.